Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (cannot run d&t) was confirmed. Upon receipt the monitor displayed a service code 203. The service code was cleared and the monitor passed detect 90f1181 testing in accordance with (B)(4). The service code 203 was unable to duplicated during troubleshooting. No indication that patient protection was affected. The root cause is currently unknown. There was no death or adverse event associated with the monitor malfunction.

Event description:
5/6/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor would not power on properly.